Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The home patient (hp) also reported system error 2367 alarm. The technical service representative (tsr) assisted the hp to cycle power twice to clear them. The hp stated they were not connected when the hc started alarming, but then connected after. The tsr advised the hp the supplies are compromised and they will need to start over with new supplies. The tsr advised the hp to contact the nurse in the next 24 hours to make her aware of what happened. Product surveillance spoke with the hp on (B)(6) 2011 regarding a system error 2240. The hp stated that he could not recall the situation or what the outcome was but stated that he notified his registered nurse (rn) and everything is going fine. Therapy has been going well since incident. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2011 regarding a system error 2240. The rn stated that she was unaware of the incident and that the hp was completing therapy successfully. Product surveillance explained the se 2240 and suggested possible review of aseptic technique the next time they saw the hp. The rn stated she reviewed aseptic technique (B)(6) 2011 when they were discussing the low drain volume alarms. There was patient involvement; however, there was no injury or medical intervention reported.